Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged shortly after implant, because the patient was repositioned in the bed. Then there was ventricular standstill and the rep got called in to assess the implantable transvenous coronary sinus lead pacing. The rep was able to pace with the lv lead but the thresholds increased to around 4.0v. There was also a question of whether this lead has also dislodged. The physician placed a temporary rv pacing wire.